Event description:
It was reported that the vamp arterial pressure tubing attached to the right femoral sheath, fell apart causing arterial blood loss. The rn observed the event immediately after the tubing was changed. The pt is stable.

Manufacturer narrative:
Device not returned.